Manufacturer narrative:
(B)(4). G2 foreign: japan. Visual evaluation of the returned product identified damage to the sterile packaging (pouch) where the sterility has been confirmed compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage and a packaging design issue. This reported event falls within the scope of a previous corrective action, where the new packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inspected circulated items in stock identified the inner pouch damaged. No further event information available at the time of this report.